Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low and elevated blood glucose, (bg) level was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer declined troubleshooting with tandem technical support.